Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low and high blood glucose. Customer¿s blood glucose was 3.4 mmol/l and was treated with food. Troubleshooting was performed and caller believed that insulin pump was over delivering but did not believe that insulin was delivering without prompt. Product is not expected to be returned for failure analysis.